Event description:
An optometrist reported a patient with a corneal abrasion in the right eye two weeks following photorefractive keratectomy (prk). The patient noted discomfort after being in a smokey garage "a few days" prior to the reported event. The patient reported irritation, photophobia and tearing with little relief from using artificial tears every hour. Patient closed eyes to get relief. Additional information was received from an optometrist, who indicated the patient was seen on (B)(6) 2014 and was noted to have recurrent corneal abrasion/erosion in the right eye. The patient reported irritation worsened and was using artificial tears every two hours and artificial tears ointment at night. A bandage contact lens and punctal plugs were inserted and the patient was given cycloplegic drops in the office. The patient was prescribed an antibiotic drop, an anti infective drop and a sodium chloride hypertonicity drop four times a day and non preservative tears every hour. In a follow up with an optometrist, he indicated the patient was last seen on (B)(6) 2014 and was doing better. The bandage contact lens remained on the patient's eye. The patient was prescribed an oral antibiotic and fluorometholone ophthalmic suspension three times a day for two weeks.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).